Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). An incomplete product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The optic was returned. One haptic was separated at the root. Haptic piece was not returned. The injector was not returned. Appearance check result of the product was consistent with the reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 255). The exact root cause was not determined. However, from our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Date of implant: not reported. Damaged haptic after implantation. Patient impact: intra-operative explantation. A haptic was separated. The iol was explanted from the eye. The surgery was completed with a back up iol. The va of the patient after surgery is good.